Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.

Event description:
During a gastric bypass procedure, the instrument did not fire. The surgeon applied another device without pt injury.